Event description:
The report indicated that the customer was experiencing continuously high bg's (380-493mg/dl) with large ketones over a two hour period despite having administered multiple correction boluses. She was not feeling well and, as a result, had to be transported to the emergency room. The hospital admitted her, and placed her on an insulin drip. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly, and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.